Event description:
Doctor used the stealthstation as an adjunct to surgery at a hosp in a foreign country for an orthopedica bone screw placement procedure. The reporter, upon info and belief, claims that the image reconstruction displayed by the stealthstation did not match the pt's anatomy. As a result, the screws were not securely implanted. After surgery, pt complained of pain in the back and legs. A second operation was performed to place the screws in a different position. It appears the surgery alleviated the pt's pain. There have been no more complaints from the pt.